Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned diagnostic procedure was completed by restarting the system. A philips service engineer inspected the system onsite and confirmed a malfunction with the generator. The issue was caused by faulty kvma unit. The defective unit was replaced. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-rays. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.